Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarms was confirmed via the submitted log files. The reported event of difficulty engaging the modular cable was not confirmed as no product returned. The submitted log files were reviewed and captured four instances of the driveline being disconnected on 28jun2025. After the driveline was reconnected, the pump ramped up to the expected speed as intended each time. These events are consistent with the reported event of the modular cable disconnecting from the controller and the following difficulty in reinserting the modular cable. The system controller supported the pump without issue while the driveline was connected. There were no other notable events captured. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number hsc-118511, was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU,heartmate 3 patient handbook, are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect alarms. The heartmate 3 IFU section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller indicated a driveline disconnect on (B)(6) 2025. The patient stated the safety lock opened by accident while the patient was washing. The patient claimed the driveline came loose and the patient had trouble re-inserting. Review of history appeared to indicate that the pump was not running from 1455 to 1523 on (B)(6) 2025. Log files were submitted for review and captured what appeared to be 4 different electrostatic discharge (esd) pump reset events that occurred one after another on (B)(6) 2025 at 1454, 1455, 1519, and 1523. The pump was not off from 1454 to 1523 as the pump ramped back up to fixed speed in between these pump reset episodes. It was noted that typically when the driveline is disconnected, there is a mode change from pulse to continuous which did not occur. The pump reset events were all 4 seconds in duration. It did not appear that the driveline was disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient stated the driveline was disconnected from the system controller however it did not seem to be the case. The patient was washing at the sink around this time.